Event description:
In 2007, the customer reported a potential safety complaint (2 pts burned two days earlier, and output too high error). Device service was completed approx two months later after customer made payment arrangements for the device eval and repair. Two prior safety complaints are on record for this device; root cause for both incidents was debris on the sapphire tip.

Manufacturer narrative:
Device eval results became available to lumenis regulatory approx april 2, 2007. Root cause of the incident appears to be debris on the sapphire tip and energy meter glass. Both of these problems can cause or contribute to pt burns. No conclusion can be drawn as to the relative contribution of these two factors to the root cause of the incident. Because pt and incident details were requested and were not provided by the customer, no conclusion can be reached as to whether pt or treatment factors also relate to the root cause of the incident. This lightsheer device bears a third party service sticker. Lumenis is not privy as to what device evaluations and/or service have been performed by the third party provider. Customer will be provided another copy of a 2006 customer letter that addressed the importance of maintaining a clean sapphire tip on the lightsheer device.